Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 560 mg/dl. The customer did not mention any symptoms or what was there blood glucose at time of call. Customer did not report what day the high blood glucose started or if they contact their healthcare professional. Customer did not troubleshoot for high readings. Customer reported he woke up and found condensation on pump screen but pump has not been exposed to moisture. Customer also reports cracks on pump. The customer states they have changed multiple batteries and did not work. Troubleshooting was performed for blank screen. Customer was advised the pump needs to be replaced. Advised to discontinue use of the pump and revert to backup plan per hcp's instructions. The pump will not be returned for analysis.